Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Lcd board found with corrosion. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after he wore it while swimming. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.